Event description:
It was reported that (1) 511sd was used during an unknown procedure. It was reported by the rep that the 511sd was inserted into the abdomen and the shield did not retract leaving the blade exposed. It is unknown how the case was completed. Had to convert to open procedure. 01/31/2000 the case was not converted to an open procedure.